Event description:
It was reported that during routine device change out procedure; upon interrogation, the implantable cardiac monitor displayed an error message. The device was explanted.

Manufacturer narrative:
Initial reporter: company representative.